Manufacturer narrative:
Qn# (B)(4). The customer returned an opened cs-25703-e set with various components, including a guide wire assembly for evaluation. None of the components showed evidence of use. The guide wire was returned fully retracted within the advancer. Visual examination of the returned guide wire assembly revealed that the straightener tube and end cap were missing from the assembly and were not returned. Visual examination revealed two kinks in the guide wire body adjacent to the distal j-bend. This damage is consistent with the guide wire coming in contact with other components during shipping and handling. Both welds were observed to be full and spherical. No evidence of use was observed on the guide wire. The kinks in the guide wire were located 26 and 31 mm from the distal tip. The overall length and outer diameter of the returned guide wire were measured and were found to be within specification. The returned guide wire was able to be advanced through the returned ars and introducer needle, although slight resistance was met when passing the kinked portions. A device history record review was performed on the guide wire manufacturing process and set packaging process and no relevant findings were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed two kinks in the guide wire body and no evidence of use was observed. The damage observed is consistent with damage during transit. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that shipping and handling caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "guide wire hangs in the sheath and folds."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "guide wire hangs in the sheath and folds."